Manufacturer narrative:
The field service engineer (fse) went on site on (B)(4) 2016. The customer had already cleaned the strip provider module (spm) prior to the arrival of the fse. The cause of the loose pads is unknown. (B)(4).

Event description:
The customer reported that there were four loose pads found in the strip provider module (spm) of their ichem velocity. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.